Manufacturer narrative:
No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report. Therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformance's. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin remain inconclusive, the instructions for use (IFU) outline critical assembly and handling steps that are necessary to ensure proper device performance. Deviation from these instructions could potentially contribute to an outcome similar to the reported event. The IFU specifies that the cannula must be securely attached to the syringe by twisting the cannula hub until it has fully traversed the syringe threads and is firmly seated. Users are instructed to visually confirm that the cannula threads have engaged completely along the full length of the syringe sleeve threads. Only cannulas provided within the designated pack are to be used. Additionally, when removing the protective cartridge from the cannula, the IFU directs that this action must be performed in a straight motion. Twisting or unscrewing during cartridge removal may compromise the integrity of the cannula¿syringe connection. The IFU further instructs that the syringe should be held upright while positioning the cannula locking ring. The distal tip of the cannula must pass through the locking ring aperture, after which the locking ring is secured by rotating it clockwise until it stops against the cannula hub. The manufacturer does not pre-assemble the cannula, cannula locking ring, and syringe. Proper assembly of these components is the responsibility of the end user and must be performed in accordance with the IFU. Failure to adhere to these steps may affect the secure attachment of the cannula during use. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a safety concern during cataract and other intraocular surgeries. Fine-bore cannulas attached to luer-lock syringes are used to deliver fluids directly into the eye. However, if a cannula becomes dislodged under injection pressure, it can be propelled into the intraocular space at high velocity. In the reported case, this resulted in significant ocular complications, including retinal tear, retinal detachment, posterior capsule rupture, vitreous loss, iris trauma, intraocular hemorrhage, intraocular lens displacement, the need for vitrectomy surgery, and a risk of permanent blindness. The current condition of the patient was unknown. The ophthalmic surgeons surveyed 551 and found: 84 percent had experienced cannula dislodgement during an intraocular procedure 78 percent had witnessed resulting patient harm 50 percent reported ocular damage at the most recent dislodgement event 87 percent felt that a safety device was required. A peer-reviewed survey published in the journal of cataract & refractive surgery (alwitry a. 2025;51(11):1034¿1036).